Manufacturer narrative:
According to the complaint description, the lot number and the sample are available. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On (B)(6) 2025, we received one sealed product. A hair was observed inside the inner packaging (waffle sheath). This step was done by our subcontractor which was informed about this defect. On (B)(6) 2025, we received investigation from our subcontractor which concludes: "the cause of this defect is a lack of attention during the final cleaning stage. Since the sheathing step is now canceled, reinforced control actions will be implemented to properly check the products after cleaning and before bagging." Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information hair was in the packaging. The device was not used.

Event description:
According to the available information hair was in the packaging. The device was not used.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.